Event description:
This is a spontaneous case report received from a medical doctor in united states on 01-aug-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 with lot number b60746 (expiration date aug-2016). It was reported that there was a possible perforation of the right tube. The ultrasound was inconclusive. The left tube was fine and had 4 coils showing. The right one had no coils showing. Upon examination, at the end of the delivery catheter wires, the right tube looked normal deployment, but it was a possible perforation. The left one looked good and was placed correctly. At the end of the delivery catheter, there was a long 1 cm very thin wire that was still attached to the delivery wire. Follow-up received on 17-aug-2016: uterine/ tubal perforation with essure was provided. Patient had one pregnancy and one delivery birth (vaginal delivery). Relevant medical history includes cryocautery. Essure was placed on (B)(6) 2016. Patient was not breastfeeding during procedure. No abnormal findings previous insertion. The insertion was difficulty. She experienced pain at insertion. The procedure did not take more than 20 min. Fluid loss of more than 1500cc during hysteroscopy was denied. Immediately after insertion patient complain about pain on right side. On day of insertion hcp suspected tubal perforation, unilateral right side. Patient complained of abdominal pain. On (B)(6) 2016 a laparoscopy was performed and perforation was not verified. Essure micro-insert was in correct position. Essure was removed on patients request via laparoscopy on (B)(6) 2016. No pathology results, signs of infection and/or inflammation was reported. Intraoperative findings: 5cm right ovarian cyst, adhesion left adnexa. Patient is recovering. Quality-safety evaluation of ptc received on 23-aug-2016. (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Follow-up information was received on 12-sep-2016. A questionnaire device breakage with essure was received. On (B)(6) 2016, essure lot number b60746 was inserted. Catheter breakage was diagnosed during placement. Patient experienced pain. Very thin wire that was still attached to the delivery wire after deployment. Reporter denied any deviation from insertion process. Essure was removed on (B)(6) 2016 due to pain by patient's request via laparoscopy. Broken pieces were removed from fallopian tubes and devices were intact when removed. Patient injury was denied. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and on the same day the physician considered there was a possible perforation of the right tube. In a follow-up information, it was reported that patient had pain on right side / abdominal pain which led to the suspect of tubal perforation and patient underwent a laparoscopy. However, no perforation was verified (event was deleted). Essure was removed. In addition, it was reported that at the end of the delivery catheter, there was a long 1 cm very thin wire that was still attached to the delivery wire/ catheter breakage. Pain on right side / abdominal pain is listed in the reference safety information for essure. Device breakage is unlisted, but was considered anticipated upon receipt of the product technical analysis. During essure therapy back, pelvic and uncharacterized pain may occur. In this particular case, the pain on right side / abdominal pain started right after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. Considering that there is a risk of breakage during essure insertion and that in this case there is no alternative explanation for the event, a causal relationship with essure cannot be excluded. This case is regarded as incident due to the required intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.